Event description:
It was reported that the patient had the artificial urinary sphincter cuff and balloon components removed due to device performance issues. A new artificial urinary sphincter cuff and balloon were implanted. No patient complications were reported in relation to this event.